Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported out and was questioned by a nurse. The nurse performed repeat testing with a finger stick and the result was higher. The customer repeated the sample on the same instrument, and the result matched that of the finger stick test result. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer repeated the sample on the same instrument, obtaining the expected result. The customer ran quality controls, which resulted within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low glucose result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.